Manufacturer narrative:
Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporter: phone number: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the returned threaded persuader was received with two unusually widened tabs on the tip of its threaded tube. The inner reduction insert was not seating, and three of the threaded tabs on the tip of the insert were broken off. The threaded persuader (03.632.408) is used in the matrix spine system as a rod reduction device; it helps seat rods and secure locking caps. The relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Based on the complaint condition and the way the persuader is used it is most likely that this event occurred due to improper assembly of the instrument (not fully seating the insert) which likely caused the reduction insert to experience excessive loading on the insert tabs during reduction. If the reduction insert is not properly assembled, it can cause the tabs on the tip of the insert to contact the retention rib and squeeze into the inner tube as reduction loads are applied, potentially causing them to break. The issue with the matrix threaded persuaders, and specifically their reduction inserts was addressed. There were changes such as insert material changing from radel to instrument grade peek, thread form modification from standard 60° to 10°, alignment pin removal, and blocking feature extension. The change in thread was made in order to reduce the value of torque input and subsequently reduce the likelihood of the reduction insert experiencing unintended forces which could damage it. The returned device was manufactured before the changes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that during a low back (lumbar) fusion performed with the matrix system, the peek treated adaptor (threaded persuader-standard) snapped off at the bottom end of the adaptor (3 protrusions broke off). There was no reported time delay and the procedure was completed with another/like instrument. Patient's status/outcome following the procedure was not provided. This occurred on the back table while the nurse was assembling the components, prior to the product actually being used on the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.